Event description:
It was reported that the patient's bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) voltage measurement prior to the device alerting for eri. The patient's biv ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).